Event description:
It was reported that the customer experienced issues with a damaged charging port on their device, causing frequent charging problems. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and as a result, no additional action was taken by technical support.